Event description:
Additional information received indicated provocative testing was later performed, however, no electrical anomalies were observed. The physician elected not to perform any intervention and will continue to monitor the patient.

Event description:
During remote monitoring, episodes of high defibrillation impedance were observed on the right ventricular (rv) lead. Abbott technical support was contacted and recommended further investigation via provocative testing, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.